Event description:
The pt came to the hcp office for a refill appt. The hcp planned to fill the pump with 25 ml of drug. The programming was updated. The hcp went to fill the pump and noticed signs of infection; the pocket site was red and swollen. It was decided not to fill the pump. The programming of the pump was not changed back to reflect the actual reservoir volume of 3.7 ml. On (B)(6) 2010, the pocket site remained red and swollen despite the administration of antibiotics to the pt. The hcp again decided not to refill the pump. The pt was to be admitted to the hosp. The reservoir volume programming was corrected to reflect the correct reservoir volume of 2 ml. The pump delivered morphine 20 mg/ml and marcaine 10 mg/ml in flex dosing mode. The session data report indicated the refill date was (B)(6) 2010; two hrs later, the pump was re-interrogated and the refill date was (B)(6) 2010. It was believed alterations may have been made to the 8840 programmer time and this was corrected. Pt outcome was not reported. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).